Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('intrauterine fetal demise at 33 weeks gestation') in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section, myomectomy and hydrosalpinx. On (B)(6) 2010 patient underwent essure confirmation test. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pain"), psychological trauma ("psych injury") and stillbirth (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). At the time of the report, the pelvic pain, psychological trauma, pregnancy with contraceptive device and stillbirth outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered pelvic pain, pregnancy with contraceptive device, psychological trauma and stillbirth to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: 3 cm mid-uterine body filling defect noted. In addition, there was an outpouching of contrast along the left aspect of the cavity that may be the result of a prior myomectomy. Bilateral tubal occlusion was noted and the essure devices were in the appropriate position.; on (B)(6) 2016: uterine defect, tubes occluded due to essure. Lot number: 695927 manufacturing date: 2009-11 expiration date: 2012-11 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device, stillbirth quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter information, lab data added. Pregnancy outcome updated. Event stillbirth/miscarriage updated to event intrauterine fetal demise at 33 weeks gestation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('intrauterine fetal demise at 33 weeks gestation') in an adult female patient who had essure (batch no. 695927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section, myomectomy and hydrosalpinx. On (B)(6) 2010 patient underwent essure confirmation test. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain ("pain"), psychological trauma ("psych injury") and stillbirth (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("post implant pregnancy"). At the time of the report, the pelvic pain, psychological trauma, pregnancy with contraceptive device and stillbirth outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered pelvic pain, pregnancy with contraceptive device, psychological trauma and stillbirth to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: 3 cm mid-uterine body filling defect noted. In addition, there was an outpouching of contrast along the left aspect of the cavity that may be the result of a prior myomectomy. Bilateral tubal occlusion was noted and the essure devices were in the appropriate position.; on (B)(6) 2016: uterine defect, tubes occluded due to essure. Lot number: 695927, manufacturing date: 2009-11, expiration date: 2012-11. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device, stillbirth. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.